Event description:
Pharmacist primed IV tubing with normal saline. When closing the roller clamp to stop the flow of fluid, the bottom stop of the plastic clamp split/cracked. Break was not complete so wheel did not come out of roller clamp. Tubing will be returned to manufacturer. This occurred on two IV sets. This is a custom IV set that is manufactured for us. It is similar to their regular low sorbing set except that this one has y-sites on the tubing.